Manufacturer narrative:
Examination of the returned cortical screw confirmed the head broke off; complaint confirmed. The probable root cause is undetermined. Based on the investigation, the need for corrective action is not indicated.

Event description:
During surgery the head of the screw broke and the body of the screw was left in the patient.